Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a pacemaker dependent patient presented remotely via merlin.net transmission. Upon review, the right ventricular lead exhibited pacing inhibition due to noise being oversensed. The noise was not reproducible. Programming changes were made. The patient would continue to be monitored. The patient was stable.